Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage-perforation, pericardial effusion, cardiac tamponade) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported incident could not be determined. The reported hospitalization and surgical intervention were resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. On transesophageal echocardiography (tee), the pulmonary artery was measured to be greater than 3mm from the laa landing zone. Heparin was administered. The transseptal puncture was inferior and anterior. The patient was in normal sinus rhythm. The occluder was implanted with one deployment. On (B)(6) 2024, the patient presented approximately 24-36 hours post-procedure with a circumferential pericardial effusion with cardiac tamponade. A pericardiocentesis was performed. The patient required open heart surgery for further treatment of effusion and for pulmonary artery repair. It was reported that there was a 1mm puncture of the pulmonary artery. More than 500cc of blood was removed. The patient was reportedly doing well in recovery. The cause of the pericardial effusion, cardiac tamponade, and pulmonary artery puncture was reportedly due to the amulet occluder.